Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the battery door is cracked, scratched liquid crystal display (lcd) lens, loose air detector, and down stream occlusion (dso) seal is peeling. Functional testing found the reported problem was not duplicated. Having performed the functional test, the downstream sensoris functioning as intended; the results were within our specification range of 9psi-27psi with 19pi, 20psi and 22psi. Recommend replacing the downstream sensor as a preventative measure. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d5: operator of device: unknown, h3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun, h6: method: b21.

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached to the complaint object. No harm to the patient had occurred. They cannot answer other questions.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.